Manufacturer narrative:
Concomitant medical products: product ID: 748295, serial#: (B)(4), implanted: (B)(6) 2008 product type: extension. Product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Other relevant device(s) are: product ID: 748295, serial/lot #: (B)(4), ubd: 09-jun-2010, UDI#: (B)(4); product ID: 37602, serial/lot #: (B)(4), ubd: 28-may-2020, UDI#: (B)(4) ; product ID: 7482a51, serial/lot #: (B)(4), ubd: 08-sep-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection and had the devices removed. The issue was resolved.